Event description:
Event description guidant received information that this endocardial lead was removed from service because of an increased thresholds due to insulation damage. The implantable cardioverter defibrillator (ICD) was removed from service at the same procedure.